Event description:
Literature report of pt requiring escalating doses of intrathecal morphine for low back pain along with associated weakness and sensory loss. Was discovered to have an intrathecal mass that was resected. Their pain was subsequently managed with oral narcotics. Pt had a mild left foot drop that required an ankle orthotic for walking. The sensation in the lower extremities improved. See literature report. Cabbell, kyle, et al. "Spinal cord compression by catheter granulomas in high dose intrathecal morphine therapy: case report." Neurosurgery, 1998; 42 (5): 1176-1181.